Event description:
It was reported that the customer went to the hospital due to low blood glucose levels. The customer delivered a bolus of 15 units for a meal, and his blood glucose levels dropped to 40 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.